Event description:
New information received notes that the device was not explanted at the time for this issue.

Event description:
It was reported that when patient presented in clinic for a follow up, patient felt pocket muscle stimulation due to device pacing issue. Pocket stimulation was confirmed. Patient is not pacemaker dependent. It was suspected that both septum set-screw issue may be leaking current and stimulating the muscle. No programming changes were made and physician opted to explant and replace the device. No further information available.